Event description:
Caregiver was transferring the patient from the wheelchair to the toilet. Before completing the transfer to the toilet, the caregiver looked towards the toilet. During that time, the patient fell to the floor.